Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient lost significant amount of weight causing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2020 during which the ipg site was revised. Issue was resolved following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.